Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant the patient experienced cardiac tamponade and had pericardial effusion. The atrial lead exhibited low impedance, loss of capture and high thresholds. The lead was repositioned.